Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 in non-dehp microbore bi-fuse set was cracked and leaked. The following information was provided by the initial reporter: it was reported by the customer that leaking was noted on bed sheets coming from PICC tubing. Blood backed up into PICC extension and into tubing. Upon removal of the tubing, the bi-fuse tubing was noted to be cracked at the y of the bi-fuse extension piece.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of crack with leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model me1001 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 6 in non-dehp microbore bi-fuse set was cracked and leaked. The following information was provided by the initial reporter: it was reported by the customer that leaking was noted on bed sheets coming from PICC tubing. Blood backed up into PICC extension and into tubing. Upon removal of the tubing, the bi-fuse tubing was noted to be cracked at the y of the bi-fuse extension piece.